Event description:
A device was returned to a third party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The service center reports the unit's power connector is corroded and the device cannot be powered on in order to be able to collect the error log/machine hours. During the evaluation of the device at the third-party service center, the device was visually inspected, corrosion was found on metallic surfaces, and contamination of dust/dirt was observed. The device was scrapped.

Manufacturer narrative:
H3 other text : third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device, it was determined the power of the unit was corroded and metallic surface was corroded. Dust/dirt contamination was found inside the device. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.